Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2015 and suture was used. The package label has an expiration date 02/2023 while the current shelf life of the suture is five years. There was no adverse patient consequence reported. Additional information has been requested.